Event description:
A us distributor reported that a patient's electrode belt could not run detect and treat testing.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (cannot run detect and treat testing) was confirmed due to the electrode belt trunk cable being damaged, causing the belt to not plug into the monitor. The root cause for the damaged trunk cable was unable to be positively identified. The electrode belt is designed to meet the mechanical requirements of iec 60601-1. There was no adverse event that resulted from the damaged belt.